Event description:
The customer reported background failures for the white blood cell (wbc) parameter during the daily check process when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the white blood cell (wbc) bath resolving the reported issue. (B)(4).